Event description:
Intended use: etest® is a manual, quantitative technique for the determination of antimicrobial susceptibility of non-fastidious gram-negative and gram-positive aerobic bacteria and fastidious bacteria. The system comprises a predefined antibiotic gradient which is used to determine the minimum inhibitory concentration (mic, in g/ml) of different antimicrobial agents against microorganisms tested on agar media after overnight incubation. Description: a customer in vietnam notified biomérieux of obtaining potential false susceptible results (underestimated mic) in association with etest voriconazole vo 32 ww s30 (ref. (B)(4), batch number 1010246970, expiration date 13-sep-2025) regarding pediatric children samples of candida haemulonii. The equivalent product sold in the USA is: etest voriconazole vo 32 us s30 (ref. (B)(4)). It was reported that the customer obtained discrepant results between etest voriconazole vo 32 ww s30 (ref. (B)(4), batch number 1010246970), vitek 2 ast ys08 and sensititre with strains of candida haemulonii from pediatric children samples ; the results were as follows: etest voriconazole result = susceptible. Vitek 2 ast ys08 result = susceptible (mic < = 1). Sensititre result = resistant. Expected result = not confirmed. Biomérieux global customer service suggested to the customer to perform additional tests or send the strains to a local reference laboratory to determine what is the real behavior of these isolates regarding voricinazole, since they have a big difference of results between sensititre and vitek 2 and etest. At the time of the global assessment, the expected result has not been confirmed by another method, however it is understood that the customer suspected etest voriconazole to provide with a false susceptible result. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation will be initiated.

Manufacturer narrative:
Context: ********** a customer in vietnam notified biomérieux of obtaining potential false susceptible results (underestimated mic) in association with etest voriconazole vo 32 ww s30 (ref. (B)(4), batch number 1010246970, expiration date 13-sep-2025) regarding pediatric children samples of candida haemulonii. Investigation: *************** 1) retained sample analysis the retained samples for the impacted lot 1010246970 that customer reported were tested in parallel with lot number 1010433690 (expiry date 03 jan 2026) used as a reference lot. The tests were performed by using the quality control (qc) strains candida krusei atcc 6258 and candida parapsilosis atcc 22019 according to the qc protocol used for the release of each lot number. For candida krusei atcc 6258 (expected range 0,25 - 1 ¿g/ml), the results obtained are between 0,25 and 0,38 g/ml for the lot number 1010246970 and between 0,19 and 0,25 ¿g/ml for the reference lot. For candida parapsilosis atcc 22019 (expected range 0,016 - 0,064 g/ml), the results obtained are between 0,032 and 0,047 g/ml for the two lot numbers tested. The tests performed on the retained samples showed compliant results on both etest® voriconazole (vo 32) lot numbers tested. 2) complaint trend analysis on the (B)(6) 2024, a complaint trend analysis was performed since 2021 on the product reference (B)(4). The complaint trend analysis does not show any negative trend for the product etest® voriconazole (vo 32), reference (B)(4). Moreover, no other complaint was registered against the lot number 1010246970. 3) batch history record analysis the batch record of the product reference (B)(4), lot number 1010246970 was analyzed and no non conformity was observed during manufacturing and at the release of this lot number. Conclusion: ************** testing performed on biomérieux retained samples for the impacted lot number 1010246970 and the reference lot number 1010433690 showed compliant results with the two qc strains tested. The complaint trend analysis does not show any negative trend for etest® voriconazole (vo 32), reference (B)(4). No non conformities were observed during the batch record analysis of the product reference (B)(4), lot number 1010246970. No further investigation can be performed without the three candida haemuloni strains concerned by the issue. As the investigation did not identify a product performance issue, neither corrective nor preventive actions will be implemented.